Event description:
Event description boston scientific received information that this atrial lead had triggered a lead safety switch. Upon further investigation, with the lead safety switch reset, the lead was found to have impedance meaurements greater than 2500 ohms in both configurations and a threshold measurement could not be obtained. There was also a significant amount of noise noted on the atrial channel.